Event description:
It was reported that this patient underwent PICC catheterization from the right basilic vein on march 9. Blood aspiration and catheter flushing were conducted smoothly when the catheter was being placed. However, after the catheter trimming and the "installation" of the oversleeve portion, no blood could be drawn and the catheter was occluded when flushing. Then, a new catheter was placed. It was stated after the procedure, a head nurse cut the oversleeve portion off and found nothing defective by naked eyes.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to infuse is inconclusive since the reported issue could not be confirmed from the photo sample provided. One photo sample of a 4 fr groshong nxt two-piece connector was provided for investigation. The distal section of the connector was not attached. A section of the groshong catheter was attached to the metal stem of the proximal segment of the connector. The reported issue could not be confirmed from the photo provided and the device is unavailable for physical examination; therefore, the complaint is inconclusive. Based on the description of the reported event, possible contributing factors include improper assembly, catheter kink, and residue occlusion. A lot history review (lhr) of recx2301 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx2301) have been reported from the same facility in china.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx2301 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx2301) have been reported from the same facility in (B)(6).

Event description:
It was reported that this patient underwent PICC catheterization from the right basilic vein on (B)(6). Blood aspiration and catheter flushing were conducted smoothly when the catheter was being placed. However, after the catheter trimming and the installation of the oversleeve portion, no blood could be drawn and the catheter was occluded when flushing. Then, a new catheter was placed. It was stated after the procedure, a head nurse cut the oversleeve portion off and found nothing defective by naked eyes.